Event description:
The customer reported a button error. The blood glucose reading was 143 mg/dl. Prior to the event, the patient was in the rain and the unit may have gotten wet. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
No moisture damage was found on the electronics, motor, vibrator, or battery tube assembly during the visual inspection. The insulin pump had intermittent button response due to corrosion on the keypad traces. No button error alarms were noted during testing. The insulin pump had a cracked case on the display window corners, minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip, and scratches on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.